Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The revision was performed to put a shell in with a liner and head to make it a total hip. Surgeon was performing a right total hip revision, during surgery while removing the cone body the instrument broke. The cone body was not removed as a result. Sales rep said that the cone body was cold welded onto the stem. The surgeon was trying to remove the cone body to get better access to the hemi head that needed to be exchanged.